Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that invalid data appeared on an electrogram for the implantable pulse generator (ipg). It was determined that the invalid data was caused by noise. The device remains in use. No patient complications have been reported as a result of this event.